Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "instrument kept shorting out". The distal clevis ear was cut for inspection and the conductor wire was found to be broken at the weld. The instrument failed the continuity test. Thermal damage was observed. Additional information not reported by site: the instrument was found to have thermal damage on the monopolar yaw pulley and the conductor cap. The instrument was found to have a broken monopolar yaw pulley at the boss feature. Broken piece, measuring approximately 0.060" x 0.090" is not missing. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Additional information reported upon advanced failure analysis: the conductor wire broken at the weld is the reason for the complaint "instrument kept shorting out". It is not clear what caused the conductor wire to break internally at the weld location. This complaint is being reported due to the following conclusion: the broken conductor wire at the weld found during failure analysis suggests that unintended arcing occurred. While there was no reports of patient ham, adverse outcome or injury recurrence of reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument kept ¿shorting out¿. The procedure completed with use of a backup instrument. There was no reported injury. On (B)(6) 2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument would not keep a consistent electrical power throughout use. The procedure completed with use of a backup instrument. There was no reported injury.